Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, product type: programmer, physician. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a programming error; the drug concentration was entered in wrong and had been for ¿some time.¿ the re porter wanted to change the concentration so that it read correctly. The pump was programmed to 25mg/ml infumorph at 4mg/day and the pump should be programmed to 12.5mg/ml concentration and 2mg/day dose to match what the patient had actually been getting. No symptoms were reported. The pump was used to infuse infumorph (morphine). No intervention or outcome was reported. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.